Event description:
It was initially reported that patient had just charged the last week, but the night prior to the report it stopped working. The patient did not feel anything. The lightning bolt was on the programmer but she didn¿t feel stimulation. Upon interrogation, it was noted the amplitude was at 1.5v. The patient did not know how it got so low/turned down. She increased it to 3.2v and then felt stimulation. Basic recharging was reviewed as well.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).